Event description:
The pt called lifescan (lfs) in 2005 and alleged that their meter was reading inaccurately high. The medical affairs specialist spoke to the pt in 2005, after they responded to a letter that was sent, and obtained/verified the following information. The pt tested their blood glucose in 2005, before bed, and obtained a result of 180 mg/dl. They reported no symptoms at the time of testing. Pt is on an insulin pump and their goal is to stay below 150 mg/dl. They took 1 unit of insulin, stating that was the amount they would need to decrease their blood glucose to 150 mg/dl, they went to bed and stated that upon waking the following day, they were soaking wet and their legs were wobbly. They tested their blood glucose at the time and their result was 80 mg/dl. They stated that they normally do not experience symptoms unless they is very low. They contacted their physician for advice and an appointment was made. They ate breakfast and felt better afterwards. No medical intervention was reported. The pt believes that they became hypoglycemic in the middle of the night. In regards to be results of hi and in the "500's" that were reported during the original contact the pt stated these were the "types of results that they had been receiving recently". The pt adjusted their insulin based on the result before bed and it appears that they became hypoglycemic while sleeping.